Event description:
Customer reported erroneous high accu tni (troponin I ) test results were obtained for one pt when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the lab. The initial test results were questioned by the physician. Another sample was drawn. Customer stated the physician questioned the results because they did not fit the pt's clinical picture. A myoglobin, ck-mb (creatinine kinase - mb isoenzyme) and an EKG (electrocardiogram) all resulted as normal. An alternate methodology was not available to the customer for further testing. Repeat analysis was performed with both samples. The test results were consistent and above the normal reference range. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management. This is event 2 of 2 reported by this customer. An MDR was filed for each day the malfunction occurred.

Manufacturer narrative:
The sample was sent to beckman coulter inc for further testing. On (B)(4) 2009, the testing replicated the customer's high neat dose results. The addition of a panel of "interference eliminating proteins" did not significantly affect the neat dose results indicating that there is no confirmed interference in this pt's sample. The neat results obtained appeared to be accurate. Service was not dispatched for this event. Root cause was not determined. This reportable event was identified during a retrospective review of product complaints conducted from january 1, 2008 through october 23, 2010 for add¿l reportable events. This is event 2 of 2 reported by this customer. The related MDR is 2122870-2011-06159.